Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2012 the initial reported event of erosion was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had malfunctioned. The lead was capped and a new rv lead was implanted. In addition, the patient experienced pain at the device pocket. A pocket revision was performed with relocation of the implantable cardioverter defibrillator (ICD) to a subpectoral position due to erosion. It was further reported that the ICD was later explanted and replaced after reaching end-of-life. No further patient complications have been reported as a result of this event.